Event description:
The customer reported that the ventilator's display is black, and upon connection to a power source, it exhibits a flashing red light followed by yellow, accompanied by continuous beeping. There was no patient involvement reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical failure analysis lab (fa lab) for evaluation. A device log file review identified cfb log entries beginning at 16/03/2026, indicating a loss of communication between the ventilation controller and the user interface controller. It is important to note that the log files confirmed ventilation was not active on the device at the time of the reported malfunction and both visual and audible alarms were functioning. The device subsequently passed full functional testing without issue. Based on the log review and device testing, the root cause of the reported issue could not be conclusively determined.